Event description:
It was reported that during a whipple procedure the surgeon fired the first device with a green reload for the sixth firing and it locked on the small bowel tissue. They used the reverse button and that did not work to open the device. They did not attempt to use the manual override lever with the first device. They then used another liked device and fired lateral on the tissue to remove the first device with a green reload and it also locked on tissue. Both of the devices reportedly started to fire and stopped when locked out. All reloads used were green. They used a competitor¿s device to cut around both of the devices and were able to remove them. The procedure was completed with a competitor device. The surgery was reported to be a difficult procedure that lasted over twelve hours due to other complications. No other information was provided at this time. No adverse outcome was reported to the patient.

Manufacturer narrative:
(B)(4). Additional information was obtained: rep went to the account post op and the scrub tech stated that the two green reloads were on the table without retainer caps and not thrown away and possibly were loaded in those devices. The previous tech had left them on the table and when second tech cam into the case they had not been thrown away. The rep is setting up time at the account to do an inservice. Limited patient information was provided at this time. The patient did have cancer and the tumor was removed. The extended time was due to other issues with the procedure that they encountered during the surgery. He also observed the reloads and all the feet in the cartridges were up, the devices had some tissue in them. The following information was requested, but unavailable: what is the surgeon and staff experience with the device? Trouble shooting steps taken to remove the device? When they fired the device, how far down did the device fired? Was there anything abnormal with the use of the device? Did the surgeon attempt to use powered reverse? Did extended procedure impact the patient? Please explain what other issues encountered during the surgery that led to extended or time. The analysis found that one pce60a device was returned in good visual condition and with one ecr60g cartridge loaded in the device. Furthermore, the device was noted to have tissue present in jaws. The cartridge reload was received fully fired and in good visual condition. In addition, the bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. In addition, please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. A test bailout door was properly installed and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed, fired and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: what is the surgeon and staff experience with the device? New user (within the last 3-6 months). Trouble shooting steps taken to remove the device? Attempted reverse button without success; moved to bailout and struggled to remove. When they fired the device, how far down did the device fired? Device worked properly on previous firings. Surgeon reported the device started and stopped. Upon initial inspection, noticed device appeared to have been reloaded with a spent cartridge. Was there anything abnormal with the use of the device? Unknown. Did the surgeon attempt to use powered reverse? Yes. Did extended procedure impact the patient? Unknown ¿ the case was reported by the staff to have already been extended for various reasons other than the stapler. The analysis found that one pce60a device was returned in good visual condition and with one ecr60g cartridge loaded in the device. Furthermore, the device was noted to have tissue present in jaws. The cartridge reload was received fully fired and in good visual condition. In addition, the bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. In addition, please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. A test bailout door was properly installed and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed, fired and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.